Manufacturer narrative:
The anesthesia system was investigated on-site and it was found that the expiratory pressure transducer pcb was faulty. It was replaced and returned for investigation. Investigation of the returned expiratory pressure transducer pcb found no visual deviations or damages on the pcb. Simulated use testing of the returned pcb reproduced the reported failure. The system check out failed the pressure transducer test and leakage test. The pressure transducer test failed due to the measured zero pressure offset for the expiratory pressure transducer had been drifting and exceeded the allowed limit (±300mv from factory default). The leakage test failed due to the expiratory pressure being too low, the target pressure for the test was not reached. Further test of the returned pcb concluded that the pressure sensor on the expiratory pressure transducer pcb was broken. Evaluation of the received device logs confirmed the reported system check out failure. Our conclusion is that the reported failure was caused by a faulty pressure sensor on the expiratory pressure transducer pcb.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. (B)(4).